Event description:
On (B)(6) 2012, we have been informed by (B)(6), about a potential malfunction of a defibrillation electrode df27n lot #20222-0775 at the (B)(6) fire fighter department. The fire fighter department found a defibrillation electrode pouch which was not fully sealed. A part of the electrode cable protruded into the sealing area and had prevented the sealing joints to fully close. No harm to a patient was reported by the fire fighter department.

Manufacturer narrative:
This report is sent to the FDA as part of corrective action to an observation made during (B)(4) and concerns our complaint # (B)(4). We consider an open or not fully sealed electrode pouch to be a potential malfunction as the electrode contained therein might dry out as a consequence. A dried out electrode could malfunction when used. In addition the cable's insulation was compromised to limited extent which could lead to arcing when used. The testing and also the inspection results of the retained samples showed no deviations. No other complaints of this nature have been raised. We therefore consider this a singular event.